Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product was misfiring (according to the note on the product). No other information was provided. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the er320 device was returned with a malformed clip jammed in jaws. In an attempt to replicate the reported incident, the malformed clip was removed from jaws and the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 7 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.